Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The root cause of the myocardial infarction could not be definitively determined based on the information available. There was no ivl malfunction reported. The cec determined that the mi was possibly related to the study device and definitely related to the procedure. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
This event was reported to shockwave via the post market empower cad clinical study. A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the mid left anterior descending artery. There were 70 pulses successfully delivered at 4 atm. A stent was successfully placed. There was no ivl malfunction reported. Myocardial infarction (mi) occurred the same day as the index procedure, after the procedure and prior to discharge. The peak troponin level measured within forty-eight (48) hours after the procedure was greater than 70 times the upper limit of normal (uln). The troponin levels normalized without intervention. This event was adjudicated by the clinical events committee (cec) which confirmed a non-st-elevation myocardial infarction (nstemi) was attributable to the target vessel. It was determined that the mi was possibly related to the study device and definitely related to the procedure.